Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the reported phenomenon, ¿no image: loose cable connector¿, occurred due to connection failure of the cable connector (loose connection). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿warnings and cautions. Follow the warnings and cautions given below when handling this instrument. This information is to be supplemented by the warnings and cautions given in each chapter. Especially, about a power supply, refer to ¿3.2 connecting the ac power cord¿ (page 22). Do not move the monitor while the power cord and connection cables are connected. Otherwise, damage to the monitor, power cord and connection cables, fire or an electric shock may result. The cables should not be sharply bent, pulled, twisted or crushed. Always use the monitor cables listed in this instruction manual. Using non-listed monitor cables may result in monitor noise at a level that may affect the observation and treatment or loss of observation image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance support (tac) that during preparation for use for a diagnostic endoscopy procedure, the high-definition lcd monitor was not displaying an image. During the call, the customer was able to figure out that the issue was due to a loose cable connector. After the connection was reseated, the image came back, and no further assistance was needed. The intended procedure was performed with the same set of equipment, and no reports of patient harm were associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.